Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer resolved the issue prior to the report with tandem technical support, therefore, a cause for the reported issue could not be determined. Customer's blood glucose level was 108 mg/dl.